Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site requested a replacement quote for long spine clamp. There was no patient present. Additional information was received: the retention washers on the clamp were missing. The site informed the rep that they were exploring third party repairs despite his advice against that and his reminder of sole source repairs.